Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-00989. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain, swelling, leg fatigue and physical limitations ae directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. The following allegations have been investigated. Vena cava (vc) perforation, deep vein thrombosis, pain, swelling, leg fatigue and physical limitations. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right femoral vein due to deep vein thrombosis. Patient is alleging vena cava perforation. The patient further alleges "I have abdominal and back pain. There is swelling most of the time since the implant. I have leg fatigue and swollen veins," and difficulty with "bending, jumping, limited walking." Per report from CT dated (B)(6) 2018: "ivc filter identified. The apex is just at the level of the renal veins and appear central. No significant filter tilt is evident. The dominant prongs at the 12:00, 3:00, 6:00, and 9:00 positions appear to extend beyond the walls of the ivc. This is most prominent involving the 3:00 prong which extends approximately 3 mm beyond the lumen and abuts the 9 o'clock position of the aorta as seen on axial image 59. The 6:00 prong also extends approximately 3 mm beyond the wall of the aorta posteriorly on the same image. The 9:00 and 12:00 prongs extends approximately 2 mm beyond the wall of the ivg. There is no visible bend or fracture of the struts. The ivc does not appear collapsed below the level of the filter".